Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium at the access site and the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. Hemostasis was achieved with no complications noted. The patient was kept in the hospital as previously scheduled (not mynx device/procedure related). On (B)(6) 2013, the patient complained of a painful lump (no hematoma noted). A pseudoaneurysm was confirmed via duplex which demonstrated the pseudoaneurysm with 3 pockets. The pseudoaneurysm was treated with a femostop which was placed at the access site for 2 hours. No further tests or treatment was ordered. The patient remained as an inpatient as of (B)(6) 2013.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.